Event description:
Account states they are intermittently getting negative or zero results for uric acid, phosphorus, co2, gluose and total billirubin. When repeated, the results were normal. The incorrect results were not reported. The field service rep found the gear pump head was faulty and repaired the instrument by replacing the gear pump head.